Event description:
It was reported that a minimum fill notification occurred. Number of units of insulin during the load sequence was unknown. Customer¿s blood glucose level was 114-120 mg/dl. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.